Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that surgeon was doing a left total hip and upon implantation of devices, surgeon tested for range of motion and noticed the devices were not articulating as they should so surgeon removed components and implanted new components. Surgeon noted that upon removal of devices surgeon noticed that devices had scratches on the surfaces. On (B)(6) 2016, the sales rep indicated that the surgeon trialed to the correct size and implanted the final mobile bearing implants. Upon completing a range of motion check, the surgeon noticed that the outer bearing would not articulate with the metal mdm liner. The surgeon removed the adm poly liner and head and noticed that the liner was severely scratched. He carefully implanted a new adm poly liner and head and experienced the same articulation issue. Additionally, upon dislocation of the hip to remove the components, he noticed that the surface of the second poly liner was severely scratched again. Therefore, the surgeon removed the mdm liner, poly and head and re-implanted with 40 mm fixed bearing and completed the case successfully.

Manufacturer narrative:
An event regarding a rom (range of motion) issue involving an mdm liner was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection: some scratches were observed on the rim of the returned mdm liner, these scratches are consistent with explantation damage. Dimensional inspection: the device was found to be dimensionally within specification as per (B)(4). A review by a clinical consultant noted: there are x-rays but only prior to arthroplasty that indicate severe degenerative changes in the hip consistent with the indication for surgery. There is a surgical report that documents the problems as outlined in the pi intake as well as above but provides no further clues to the cause of the problem. Based upon available information is not possible to establish a root cause of failure for this event. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a review by a clinical consultant concluded: based upon available information is not possible to establish a root cause of failure for this event. If additional information become available, this investigation will be reopened.

Event description:
It was reported that surgeon was doing a left total hip and upon implantation of devices, surgeon tested for range of motion and noticed the devices were not articulating as they should so surgeon removed components and implanted new components. Surgeon noted that upon removal of devices surgeon noticed that devices had scratches on the surfaces. On (B)(6) 2016, the sales rep indicated that the surgeon trialed to the correct size and implanted the final mobile bearing implants. Upon completing a range of motion check, the surgeon noticed that the outer bearing would not articulate with the metal mdm liner. The surgeon removed the adm poly liner and head and noticed that the liner was severely scratched. He carefully implanted a new adm poly liner and head and experienced the same articulation issue. Additionally, upon dislocation of the hip to remove the components, he noticed that the surface of the second poly liner was severely scratched again. Therefore, the surgeon removed the mdm liner, poly and head and re-implanted with 40 mm fixed bearing and completed the case successfully.